Event description:
Caller reported that there was a cartridge alarm 30 issue, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Consequently, there was no adverse impact to the customer¿s blood glucose level. The customer requested replacement cartridges after having to dispose of two prematurely due to consecutive alarms. Technical support decided to replace the pump with a new one featuring updated software and send replacement cartridges with the pump in the RMA shipment. The customer communicated that backup therapy with mdi would be used to maintain insulin delivery. Technical support assured the caller of the steps to follow upon receiving the replacement pump and guided them on returning the problematic pump to tandem using a pre-paid shipping label. Caller understood and acknowledged all instructions provided by technical support.